Event description:
It was reported that the superior vena cava (svc) impedance on the right ventricular (rv) lead was high. The lead trend indicated that there had been a sudden increase. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2009. (B)(4).